Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 11feb2019. The touchscreen assembly was received at philips for evaluation. Visual inspection revealed no signs of damage or contamination. The touchscreen was tested. The reported condition was not duplicated. There was no product deficiency found. The product meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. (B)(4). Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the touchscreen to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen was unresponsive. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.